Event description:
Boston scientific received information that this patient was in the clinic and the pacemaker counters were showing 100% ventricular pacing however, the surface electrodes revealed no sensing or capture in either bipolar or unipolar. In aai, thresholds were 1:1. A chest x-ray was performed and the right ventricular (rv) lead had dislodged and was free floating near the tricuspid valve. The patient was to have a lead revision and would likely be replaced with a non-boston scientific lead. The field representative reported that the patient had good conduction and the device was functioning as an aai pacer without any adverse patient effects.

Manufacturer narrative:
Final resolution was requested and the field representative had no further information to provide and likely would not due to device account associated with this hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.